Event description:
It was reported that the power module alarmed with red battery. The battery was to be replaced via preventive maintenance.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module backup battery (serial number: (B)(6)) causing a red battery alarm was confirmed. Tech services replaced the backup battery on 22jul2024 and confirmed that the power module functioned as intended after replacement. The backup battery was manufactured on 04jun2021 and expired on 31may2024. The backup battery was scrapped. The root cause for the reported event was determined to be the power module backup battery expiring. Inspection data for the sealed lead acid battery (serial number: (B)(6)) was reviewed and showed the battery passed inspection. The battery expired on 31may2024. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The battery was replaced via preventive maintenance resolving the alarm.